Event description:
It was reported that a patient presented in-clinic reporting chest discomfort. Upon performing a computerized tomography (CT) scan on (B)(6) 2021, the patient's right ventricular (rv) lead was found to have perforated the heart. Upon further interrogation, the rv lead was also found to have lost capture and the r-wave sensing amplitude had dropped. During the revision procedure, the rv lead helix was unable to extend after successfully being retracted, and the physician decided to replace the rv lead. Transesophageal echocardiogram (tee) performed during the procedure revealed pericardial effusion. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.